Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation and intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a baseline of torrential. An xtw clip was inserted with difficulty positioning. After three grasping attempts the clip was deployed. Upon deployment, imaging showed that the clip had detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was attempted to be deployed. After multiple grasping attempts, the procedure was aborted without implanting the second clip. Mr was reduced to severe. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to pre-procedural baseline was due to the slda. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported difficult or delayed positioning (anatomy) associated with the difficult positioning, and the reported difficult or delayed positioning (leaflet grasping) associated with the difficult grasping, were due to the unfavorable device trajectory. The reported image resolution poor was associated with difficult visualization due to anatomy. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.